Event description:
It was reported that, during a pre-discharge examination the day after implant, it was discovered that the right atrial (ra) lead was dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).